Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 119 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.